Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tube was come off during cataract surgery with intraocular lens implantation. The surgery was completed after replacing the cassette with another one. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The customer did not retain the product lot information, therefore the device history records traceable to the reported procedure pack could not be reviewed. The returned fluidics management system in an opened tray was visually inspected. Visual inspection observed that a small amount of solvent was applied around the tubing which caused the tubing not to adhere completely on the wall of the aspiration port of the cassette. The root cause is consistent with an assembly error during the wetting of the tubing with solvent and subsequent insertion to the cassette. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of observed issue from occurring. This complaint has been reviewed and it is determined that no further actions will be pursed at this time. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).